Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. Some proximal stent struts were flared outwardly. No kinks or damage were noticed along the shaft of the device. The balloon and tip profiles of the device were visually and microscopically examinated and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this particular batch # 8245007 found that the device met its material, assembly and product specifications. The root cause cannot be conclusively determined at this time.

Event description:
Reportable based on the analysis completed on 10/02/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. A 2.75x32mm taxus express2 was advanced toward the severly calcified mid rca lesion, however, it could not cross the lesion. Procedure was not completed due to unk reason. Pt status was reported not good from the beginning and after this procedure. The sales rep did report that the pt had another procedure and that it was successfully completed.